Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently delivered larger bolus amounts than requested. Tandem technical support reviewed the pump data and found that the pump functioned as intended and delivered accurate amounts of insulin based off user requests, however, contact maintained that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was approximately 200mg/dl. Reportedly the customer continued to use the pump for insulin therapy.